Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a cat underwent trimming and suturing of a posterior wound on (B)(6)2023 and suture was used. The problem of de-emptying occurred. When the veterinarian took the thread out of the shuttle with the needle holder, the thread loosened. The thread could therefore not be used. Another like suture was used to carry out the procedure without impact on the animal to date. No further information was provided.